Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient was diagnosed with diabetic ketoacidosis (dka) on (B)(6) 2015, and hospitalized with a blood glucose over 600 mg/dl. During troubleshooting, customer support found that the basal histories did not match (>5% difference). Cs advised patient to discontinue pump use. This complaint is being reported as the discrepancy in basal history was not resolved and the patient experienced dka.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: unable to verify or duplicate complaint of basal/bolus history >5% difference during investigation. No defect was found. Bolus deliveries were reviewed and calculated from the bolus history/bb history from (B)(6) 2015. Total bolus delivery calculations on each day match the tdd history with no discrepancies; data confirmed to be correct in pump history. Basal, bb and tdd history all calculate correctly to the basal segment programmed by the user black box data is not available on the date of complaint (B)(6) 15, however the tdd indicates insulin deliveries to be correct based on the active basal program. Investigation an replace cartridge alarm observed in the alarm history on (B)(6) 2015 @ 17:00; pump was not in use from the time of the alarm until (B)(6) 2015 @ 22:00 when primed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.